Manufacturer narrative:
(B)(4)

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 7.9 cm diameter thoracic aortic aneurysm in zone three and four. Proximal aorta was 37-36 mm in diameter and 117 mm in length. Distal aorta was 41 mm in diameter. Right common iliac artery was 10 mm in diameter and the left common iliac artery was 23 mm in diameter. The right and left femoral arteries were 12 mm in diameter. It was reported that one day post index procedure the patient had renal failure. The patient received treatment and recovered. The investigator assessed the event as not device but procedure related. No additional clinical sequelae were reported and the patient is fine.